Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd as lvp 20d 2ss cv had air in line. The following information was provided by the initial reporter: tube waws pinched off just below fill chamber and kept alarming air in line. Had to change to another line. Injuries or adverse event: no.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that the tube was pinched off just below fill chamber and kept alarming air in line. One sample of material number 2420-0007 was received for quality investigation. Visual inspection was conducted of the sample and a kink was identified under the drip chamber. The infusion set was then primed with water and a simulated infusion was conducted. The kink did not affect the flow of the fluid and did not create any air-in-line issues. The customer complaint of air-in-line was not verified. The investigation was forwarded to the manufacturing location for further information. After investigation at the manufacturing facility, the most possible root cause for generating a kink in the tubing in an incorrect insertion of the product into the packaging by the production personnel. A quality alert has been created in order to reinforce the correct operations described in the standard work instruction and usage of the insertion funnel to avoid kinked tubing of the product. Due to the failure of air-in-line not being reproduced, a root cause was not determined. A device history record review for model 2420-0007 lot number 23125054 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 01dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Materials: 2420-0007 batch#: 23125054 it was reported by the customer that tube waws pinched off just below fill chamber and kept alarming air in line. Had to change to another line rcc received a complaint via email. Email(s) attached tube waws pinched off just below fill chamber and kept alarming air in line. Had to change to another line. Item number - 2420-0007 lot number - 23125054.

Manufacturer narrative:
It was reported by the customer that the tube was pinched off just below fill chamber and kept alarming air in line. No product or photo was returned by the customer. The customer complaint of air-in-line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 23125054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.